Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient had dyspnea. Loss of capture was observed on the left ventricular (lv) lead. The device was reprogrammed to deactivate the lv lead and the patient was hospitalized. It was observed that the lv lead was dislodged in the coronary sinus. The lv lead was capped and replaced in order to resolve the event. The patient was stable following the procedure and there were no adverse consequences.